Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning alarms during stat drain 1 of treatment. The patient was connected during the incident. Unused lines were clamped; no air bubbles were found during setup. The cycler was rebooted and the warning did reoccur. Treatment was cancelled. Fluid was discovered during tx complete - step 9 remove cassette. Air bubbles were found all the way down in the patient connect line and the patient connect line was wet. Fluid was discovered on the external of the cassette; fluid was not discovered in the pump module area. The patient re-setup the cycler with new supplies and started treatment from the beginning. Upon follow up, the patient contact confirmed the reported event and stated the cycler prompted with m31 air detected in cassette warnings during treatment and treatment was cancelled. The patient contact stated fluid was noted during step 9 of treatment as the cycler door was opened and found fluid on the external of the cassette and down the tubing lines connected to the cassette. Fluid was also noted in the pump module area. The cause of the fluid leak was unknown. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring any medical intervention required as a result of the reported event. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient re-setup with new supplies and completed treatment using the cycler on the night of the reported event. The patient has since continued treatment using the cycler without further issue. The patient contact stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning alarms during stat drain 1 of treatment. The patient was connected during the incident. Unused lines were clamped; no air bubbles were found during setup. The cycler was rebooted and the warning did reoccur. Treatment was cancelled. Fluid was discovered during tx complete - step 9 remove cassette. Air bubbles were found all the way down in the patient connect line and the patient connect line was wet. Fluid was discovered on the external of the cassette; fluid was not discovered in the pump module area. The patient re-setup the cycler with new supplies and started treatment from the beginning. Upon follow up, the patient contact confirmed the reported event and stated the cycler prompted with m31 air detected in cassette warnings during treatment and treatment was cancelled. The patient contact stated fluid was noted during step 9 of treatment as the cycler door was opened and found fluid on the external of the cassette and down the tubing lines connected to the cassette. Fluid was also noted in the pump module area. The cause of the fluid leak was unknown. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring any medical intervention required as a result of the reported event. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient re-setup with new supplies and completed treatment using the cycler on the night of the reported event. The patient has since continued treatment using the cycler without further issue. The patient contact stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.